Event description:
It was reported that during a robot assisted sigmoid resection - convert to open, there were two circular staplers one used after each other did not have complete donuts occurring in two failed leak tests with bubbles. Had to open patient and a third stapler was used to fire a third time to complete the case.

Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Was the convert to open pre-planned or was this as a result of the reported incomplete donuts? Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Main surgeon on the case was the chief of surgery dr. R but his chief of colorectal was the one firing the device. He is newer to using ethicon circular staplers but was used it in numerous cases with rep support and has been in-service multiple times. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes & yes. Were there any issues with device use/firing? No issue during the firings. What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? ¿not anymore difficult then any of my other cases¿ ¿ dr. (B)(6) from initial reporting this to me. Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? Yes and both were incomplete from the first and second firing. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.